Event description:
Customer reports that insulin pump shut off for about five to six hours and was not in use for two to three days. Customer reports that after battery change, he received a battery out limit alarm, which could not be cleared. Customer's blood glucose was 160 mg/dl. Customer was assisted in clearing alarm. Customer states that insulin pump shut off due to batteries depleting and not having replacement batteries. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.